Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device did not recognize the doors. The field service engineer (fse) confirmed that the issue was resolved by the analyst with the tower swap upgrade. The system functioned as intended after field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower s door was failed to recognize. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.